Manufacturer narrative:
The customer contacted a siemens customer care center. A siemens customer service engineer (cse) instructed the customer to run chemistry wash. The cse was dispatched to the customer site. After analyzing the instrument, the cse replaced the wash cassettes, performed instrument decontamination, replaced the sample pump panel, and verified pump panel grounding. During follow-up visits, the cse verified that there were no splashing on the base plate and the cuvette manufacturing was normal. The cse checked and calibrated the mixers, wash probe tubing and alignments. The cse checked probes and replaced the wash probes, reagent arm 1 tubing and chemistry wash syringe. The cse ran system check, which passed. Quality control was run and precision testing was performed, resulting acceptable. The customer uses a stat spin with swinging bucket rotor. They spin their tubes for three minutes at 5142 rotations per minute. The cse advised the customer that this may not be proper sample handling. A siemens headquarters support center specialist reviewed the event data and indicated that the information is consistent with instrument issues such as biofilm in the chemistry wash fluidics of carry-in from a drain or probe. The customer stated that they have chosen to no longer run ltni on their dimension xpand plus instrument. They will be switching to dimension exl instrument and use alternate methodology until dimension exl instrument is installed. The cause of the discordant, falsely elevated ltni result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required. Mdrs 2517506-2018-00115, 2517506-2018-00116, 2517506-2018-00118, and 2517506-2018-00121 were filed for the same event.

Event description:
A discordant, falsely elevated cardiac troponin-I (ltni) result was obtained on one patient sample on a dimension xpand plus with hm instrument. The initial result was reported to the physician(s), who questioned it. The patient was sent to a sister laboratory, where a new sample draw was obtained from the patient and was tested four times on a dimension exl instrument, resulting lower. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated ltni result.

Manufacturer narrative:
The initial MDR 2517506-2018-00117 was filed on 20-feb-2018. Corrected information (20-feb-2018): the initial MDR indicates that mdrs 2517506-2018-00115, 2517506-2018-00116, 2517506-2018-00118, and 2517506-2018-00121 were filed for the same issue. The correct reference #s are 2517506-2018-00116, 2517506-2018-00118, 2517506-2018-00121, and 2517506-2018-00122. MDR 2517506-2018-00115 was filed for a different issue.

Manufacturer narrative:
The initial MDR 2517506-2018-00117 was filed on 20-feb-2018. The first supplemental MDR 2517506-2018-00117_s1 was filed on 20-feb-2018. Additional information (26-feb-2018): the customer had also run patient sample using an alternate methodology. The customer did not provide the result obtained using the alternate methodology. The customer stated that the corrected results were not reported to the physician(s). Mdrs 2517506-2018-00116_s2 and 2517506-2018-00122_s1 were filed for the same issue.

Event description:
The customer had also run patient sample using an alternate methodology. The customer did not provide the result obtained using the alternate methodology. The customer stated that the corrected results were not reported to the physician(s).

Manufacturer narrative:
The initial MDR 2517506-2018-00117 was filed on 20-feb-2018. The first supplemental MDR 2517506-2018-00117_s1 was filed on 20-feb-2018. The second supplemental MDR 2517506-2018-00117_s2 was filed on 14-mar-2018. Mdrs 2517506-2018-00116_s3, 2517506-2018-00118_s2, 2517506-2018-00121_s2, 2517506-2018-00122_s2 were filed for the same issue.